Manufacturer narrative:
No button error alarm was noted on the insulin pump; however, the device was received with intermittent button response due to corroded keypad traces. The following cosmetic damage was also found: cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window. No moisture damage was noted on the electronics, motor, vibrator, motor, or battery tube assemblies.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error during a bolus attempt. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that he was working out and that the pump was exposed to sweat. He tried to remove the battery but then the pump displayed a button error. The customer also reported a small crack on the bottom right corner of his lcd screen. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.